Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the air detector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing confirmed the reported issue. The device was over-infusing. The downstream occlusion (dso) sensor was found to be damaged. The dso sensor and air detector were replaced, and the software was updated. The device passed all testing after repairs.

Event description:
One device was returned with allegation of failed volume testing. The reported issue was confirmed during evaluation as it was over infusing. The downstream occlusion (dso) sensor was damaged, and the air detector was broken. There was no patient involvement.